Manufacturer narrative:
E.1. Initial reporter facility: (B)(6) hospital. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 15-jan-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that all users cannot remove all medications except station in critical override. A technical support specialist dialed into the station and identified that the system time and time zone were incorrect. The tss corrected the date and time settings and applied the knowledge article "how to adjust station network time protocol server settings" to properly configure the network time protocol server using group policy. After forcing a policy update and rebooting the station, the system synchronized with the correct server time and returned to normal operation. The tss then contacted the customer and confirmed that no further errors were observed, and medications were visible as expected. The customer confirmed resolution and approved case closure. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, all nurses were unable to remove medications unless the station was placed in critical override. The station displayed the error message when user attempted to remove medication. The customer stated that this malfunction occurred while dispensing the medication and they were unable to access the medication, which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.